Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles failed to deliver insulin during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stated, some pen needles do not release insulin when taking injection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 18-aug-2022 . H6: investigation summary customer returned (15) unopened 32gx4mm bd pen needles from lot# 1285778. The customer reported that the patient end broken off after injection, and some pen needles do not release insulin when taking injection. All 15 returned pen needles were examined, then tested for visual inspection of point geometry, outer diameter and lube coverage. All observations fell within specification. Next, all 15 samples were tested for flow using a test pen injector, and it was observed that all 15 were able to expel properly. No evidence of defects that could result in a broken cannula or clog during injection were observed. The alleged issues could not be confirmed based on the samples returned for investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles failed to deliver insulin during the injection. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "stated, some pen needles do not release insulin when taking injection".